Event description:
Reporter stated that caller from facility reported that unit was showing incorrect information on lcd displays in response to numerical information entered by keypad. For example, pressing the number 4 on the key pad would result in the number 2 being displayed. Caller said this is an intermittent problem, which had been noticed immediatley, so that compounding was not started. Therefore, there has been no patient involvement. The unit was sent to product services for evaluation.